Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-30703.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-30703. It was reported patient has ineffective therapy. Troubleshooting was unable to resolve the issue. As a result, surgical intervention is expected to address the issue